Event description:
It was reported that the pump was rubbing on the patient's hip bone causing pain. The patient's primary care provider recommended the patient have the pump repositioned away from the hip bone. The patient underwent an elective surgical intervention to reposition the pump. No patient outcome was reported. The pump contained morphine sulfate at the time of the event.

Manufacturer narrative:
Catheter model 8709 lot#j12388r25 implanted (B)(6) 2005 explanted: unk.